Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The balloon rupture was confirmed. It was noted that fluid came out of a flap in the balloon proximal to the distal balloon marker, confirming the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the balloon was not soaked and was inflated to test it before using it. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) states: note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the coating is not properly activated or hydrated, it keeps the balloon pleats affixed or stuck with each other, potentially causing balloon damage as the balloon expands from its compressed state to being fully inflated, causing irregular ruptures/tears or delamination within the surface of the balloon during inflation. Additionally, remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. Slowly release the device pressure to neutral. Based on the returned device analysis, it has been determined that insufficient prep and inflating the balloon outside of the patient anatomy while being insufficiently prepped, led to the noted flap rupture. The IFU violations resulted in the reported balloon rupture. The investigation determined the reported balloon rupture is related to user error. Based on the returned device analysis, it has been determined that insufficient prep and inflating the balloon outside of the patient anatomy while being insufficiently prepped, led to the noted flap rupture. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation of two 2.00x6mm mini trek balloon dilatation catheters (bdc), the devices were not soaked in a saline solution. Additionally, the balloons were inflated outside the anatomy to less than 4 atmospheres, to ensure functionality prior to use. Both balloons ruptured. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code 2017 incorrect prep. The additional vascular device referenced are filed under separate medwatch report number.